Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc, disk, and ttcf board (+ hemo), and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc failed to boot; ttcf module replaced on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.